Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2024. On 12/22/2024, the patient was having an issue with pairing. While troubleshooting with dexcom's technical support, the patient's spouse (reporter) stated that they had to go as the patient's blood glucose was dropping. On (B)(6) 2024, follow up contact was made with the patient's spouse. It was reported that the patient was unable to monitor their blood glucose due to the pairing issue on (B)(6) 2024. The patient experienced symptoms of confusion and disorientation. When they checked a manual bg her bg was 52 mg/dl. The spouse provided the patient orange juice and ice cream to increase the patient's blood glucose. At the time of the report on 12/13/2024, the patient felt time and the cgm was displaying a reading of 158 mg/dl. Data did not confirm the allegation of a pairing issue. Data investigation confirmed an unspecified malfunction. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.